Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of 454 mg/dl and currently it was above 600 mg/dl and she had symptoms of throwing up. The customer was treated with bolus from the insulin pump and declined troubleshooting for it. The device is not expected to be returned for analysis.